Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and was found to have two severely bent grips, causing misalignment of the grips-tips. There was a 0.33 mm offset at the tips. The grips were not found to have cracking damage. This failure likely caused the clip test failures observed. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The clip was properly loaded into the clip groove of the grip tips. However, one side of the grip tips was unable to release the clip and remained attached to the test tubing. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when clipping the left adrenal vein with the large hem-o-lok clip applier instrument, the clip did not come out of the clamp when the surgeon finished clipping. The issue caused the vein to drag with the forceps during removal. The change out of the clip applier instrument delayed the intervention. The procedure was completed with no reported injury.